Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported some keypad keys non-responsive and repeated certain keys were confirmed/reproduced during evaluation by troubleshooting the device. The cause was determined to be a failing keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced some keypad keys to be non-responsive and certain keys needed to be repeatedly pressed, every key after the 6 key was not working and the 6 key was stuck. There was no patient involvement. No additional information is available.